Event description:
Delay of therapy during alarm condition reported. A medwatch was received from the customer which states: "keep alarming "cassette" and no matter what is tried, the problem continues. Need to change the cassette/tubing to use pump (plum pump). Additional info received from the customer via phone conversation indicated the following: during initial priming of the IV tubing, "cassette" alarms are received throughout the hosp. Nurses troubleshoot and ultimately change the tubing to solve the problem. In one incident reported in the ICU, a pt was to receive dilantin while the pt was seizing. The clinician received "cassette" alarms, and switched to another pump. The infusion was then able to proceed without further problem. No pt harm was reported. The pump was tested and no problems were detected. Additional pt info has been requested, but no further info has become available. If further info becomes available, it will be forwarded to the agency in a follow-up report.

Event description:
After submission of the initial medwatch, add'l customer info was received. The initial event info was incorrect. The event should read as follows: general report of undocumented number of undocumented incidences of delay of therapy during alarm condition reported. During initial priming of the IV tubing, "cassette" alarms were received throughout the hosp. Nurses troubleshot and ultimately change the tubing to solve the problem. In one incident, "cassette" alarms were received at some unspecified time during use of an IV pump and tubing on a pt on a med/surg unit. The problem caused a delay of an unspecified type of infusion for an unspecified period of time during change of tubing. No pt specific info is available, however no pt harm was reported.